Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient's stimulation was "not hitting the areas where he needed it". It was reported that the stimulation was in the patient's legs and it gave him a "weird" feeling around his chest, but it was not in his sides or back where he needed it. It was noted that the trial had worked well. It was reported that when the patient was in recovery after surgery the stimulation was targeted where he needed it, but when he was moved to his room in the hospital, the stimulation location had been "compromised". The patient thought that perhaps the lead had moved while he was transported from recovery to his hospital room. It was reported that the patient met with their doctor and fluoroscopy was done. It was determined that the lead had no visibly moved, but it could have moved enough to where it was not working correctly. The patient had a doctor appointment for the following day. It was reported that the patient had canceled their doctor appointment and a new one was not rescheduled. Additional information has been requested, but was not available at the time of this report.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient reported that he had lost the stimulation "in a square area of his back" that he had earlier the day of report, following his implant. The patient stated that he "felt the leads had moved." It was reported that the patient had turned his stimulation off, then sat up or moved, and then turned his stimulation back on, but he could no longer feel the stimulation in his back. It was noted that the patient could "feel stimulation down his legs." The patient reported that increasing his stimulation to 5.20v did not help, so he turned his stimulation off. Impedance testing revealed that all values were "within normal limits." X-ray testing compared images from the day of implant (B)(6) 2013 and found that "they looked almost identical." It was noted that reprogramming attempts were made on (B)(6) 2013. It was additionally noted that "no malfunctions could be seen." It was reported that the patient "did have stimulation in his legs" and that the stimulation was "not as good in his back as it was following surgery." It was also reported that the patient had "abdominal stimulation over the whole lead." It was stated that the patient had an appointment scheduled for (B)(6) 2013 to see his doctor. Additional information has been requested. A supplemental report will be filed if additional information becomes available.